Event description:
It was reported that the procedure was being performed in interventional radiology on a thrombosed/clotted graft in the patient's arm. The patient was given a local and heparin. After about 2 to 3 passes, one of the wires on the basket dislodged from the tip of the catheter. As a result, the device was removed and a new kit was opened to complete the procedure. There was a delay in treatment with no harm to the patient, no patient death and no patient complications were reported. The patient received a successful declot.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.